Event description:
It was reported that, following a leas revision, there was a loss of therapeutic effect. The pt scheduled an appointment to coordinate a programming session on (B)(6) 2011 to resolved her concerns with the device. The device had not been reprogrammed since the revision. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).